Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 47 mg/dl. Reportedly, customer inadvertently gave a larger than normal bolus causing them to go low. Customer attempted to self-treat by consuming carbohydrates, however; was treated intravenously with saline at the ER. Customer was released with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.